Event description:
During the procedure, the physician used a wilson-cook acusnare polypectomy device. When the handle was manipulated, the snare drive wire became loose from the handle near the handle assembly. The device was retrieved from the endoscope with another snare and no injury to the patient was reported.